Manufacturer narrative:
Siemens' investigation into the reported event revealed that the CT system worked as specified. The patient's arms were not fixed with the belt and the operator did not observe the patient during table movement as cautioned in the CT system's operator manual to make sure the patient's body parts are above the patient table. Considering this, no corrective action is initiated. (B)(6).

Event description:
Siemens was notified on (B)(6) 2016 that a patient's humerus was fractured while being unloaded from the CT system after a thorax examination. Reportedly, the operator was unloading the patient from the console side when the patient's right arm touched the table. The patient suffered a fracture of the humerus and was treated in the hospital's orthopaedic department. There is no other information regarding the patient's status at this time. This reported issue occurred in (B)(6).